Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced hernia recurrence, obstruction, nausea, vomiting, abdominal pain, emotional distress, scarring and adhesion following surgery. It was reported that she underwent mesh removal on (B)(6) 2017. No additional information was provided.